Manufacturer narrative:
The pod was received with the needle not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first activated during the investigation. Inspection of the pod found no indication of the user having attempted to fill and activate the pod. No gouge marks or puncture holes were observed in the fill septum that would indicate an attempt was made to fill the reservoir and awaken the pod. The needle could not have deployed early as reported as the needle was not deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle deployed early indicating a needle mechanism failure.